Event description:
It was reported that the right ventricular lead had increasing impedances, high impedances, and high thresholds. The lead will bemo nitored closely and is still in use. No patient complications have been reported as a result of this event. (B)(6) 2013, it was further reported that the atrial lead also had high thresholds. The atrial lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.